Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.

Event description:
The facility reported a colleague infusion pump that turns off by itself. This problem was identified during biomedical testing. No patient injury or medical intervention was associated with this event. No additional information is available.